Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer experienced high ketones, which were identified as dangerous by a healthcare professional. Customer gave a manual injection to address bg. Customer changed pump supplies to address the issue. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.